Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, post-anesthesia, the system provided the error 32056 pointing to arm 4. The user considered the option of getting the arm disabled. The technical support engineer advised that the arm had to be replaced and should not be used prior to that. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced universal surgical manipulator (usm) to solve reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,